Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade generator change-out. During the procedure, the physician noted an insulation breach under the suture sleeve of the right ventricular lead. Once the suture sleeve was removed, insulation damage was visible, and externalized conductors were observed. No electrical anomalies were noted on the lead prior to the procedure, and it is unknown if the lead damage occurred during the procedure. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient was stable throughout the procedure.